Event description:
A malfunction alarm with code malf 12 was reported, and the customer was assisted in resetting the pump. There was no adverse impact to the customer¿s blood glucose level. After resetting the pump, the malfunction did not recur, and the customer was advised to continue using the pump and contact technical support if any issues arose again.